Event description:
Caller using customer's system on herself report blood glucose result of 251 mg/dl on the advantage system, 102 on professional system within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, a replacement was sent.